Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 lot # unknown verbatim: rcc received a complaint via email. Email(s) attached. Using the new "green" top and "red" top blunt tip needles, causing vial stoppers to be pushed into vial due to force needed to insert needle. These appear to be different than the "old" grey capped blunt tip needles previously manufactured by monoject.

Manufacturer narrative:
(B)(4) follow up: it was reported needles are causing vial stoppers to be pushed into the vial. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Additional information received. No harm to patient.